Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was overfilling the cartridge. Tandem technical support educated the customer that per tandem's user guide, the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. There was no reported impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.